Event description:
The customer reported that an arterial blood pressure alarm occurred at bed 10. The bed-to-bed alarm of bed 10 had been ordered to bed 9, and it correctly appeared at bed 9. However, though the alarm correctly continued at bed 10, the alarm expectedly stopped ringing at bed 9. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Manufacturer date unknown.